Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a stuck in stent occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous proximal to distal right coronary artery. During percutaneous coronary intervention (pci), an atlantis¿ sr pro² imaging catheter was used to visualize the lesion. Upon removal of the device after performing pullback, the guidewire exit port of the imaging catheter was stuck with the distal edge of a non bsc stent. It was further noted that the guidewire exit port was lifted and flared. The physician then rotated the device and successfully removed the device completely. The procedure was completed with another of the same device to complete the procedure. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: the device was returned for evaluation. There was a damage observed on the guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stuck in stent occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous proximal to distal right coronary artery. During percutaneous coronary intervention (pci), an atlantis sr pro imaging catheter was used to visualize the lesion. Upon removal of the device after performing pullback, the guidewire exit port of the imaging catheter was stuck with the distal edge of a non bsc stent. It was further noted that the guidewire exit port was lifted and flared. The physician then rotated the device and successfully removed the device completely. The procedure was completed with another of the same device to complete the procedure. No patient complications were reported and the patient's condition is good.